Event description:
It was reported that a malfunction alarm occurred with the pump, coded as malf 12. There was no reported impact to the customer¿s blood glucose level. To resolve the issue, the customer was instructed to use multiple daily injections as a backup therapy while a replacement pump was arranged by technical support. The customer was advised to place the pump in storage mode and return it using a pre-paid label within ten days.